Event description:
Urologix received a letter from a rn reporting events that occurred to a pt following a targis treatment pt received on 2/7/2000. The technician assisting the treating physician reported no unusual occurrence during this treatment. The pt did well following the treatment for approximately five weeks, but at some point after that, developed problems voiding. Nursing home personnel attempted to catheterize the pt unsuccessfully. After a period of time, the pt developed a distended abdomen and was not voiding via catheter. The pt was examined by a physician and had determined that the drainage catheter penetrated the pt's colon, causing a urethral-colon fistula. The physician reported that at some point in the past, the pt had some type of radiation therapy, probably at/in/near the colon. The physician feels that the radiation therapy may have caused thinning/weakening of the pelvic and colon tissues contributing to the formation of the fistula. The pt had surgery to correct the fistula and currently has a suprapubic catheter in place.